Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a burning irritation. The patient's physician prescribed zink creme. It is unclear if the patient actually applied the cream. Follow up indicated that the irritation improved.